Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the single board computer, configured the basic input output system and also replaced the keyboard. The system was tested and found to be working as intended and put back in service.